Manufacturer narrative:
Submit date: 7/28/16. A device history record review of the reported lot number confirmed that the product was produced accomplishing quality requirements and released according to established procedures. There were two unopened samples returned with this complaint along with a vial of medication. The samples were visually inspected with the naked eye and with a 7x eye loupe. No grinding defects were observed; the heel is rolled in from the blast and the blast covers the required area. Both samples were tested per procedure, revision 1 (coring test for finished needle); no coring was evident from the inspection of the vial or the samples. The reported condition is not confirmed. The exact root cause of the reported condition could not be determined because the reported condition could not be confirmed. Many factors affect the coring tendencies of needles. The heels of the bevels are dulled by bead blasting to reduce coring. Large gage needles are more prone to coring than small gage needles. Long bevels (such as "a" bevels) are more prone to coring than short bevels (such as "b" bevels). The rubber stopper material also has an effect on coring. In addition, user technique has a significant effect on coring. Coring becomes more likely if the bevel is oriented upwards relative to the stopper and the angle is decreased. There is a tendency to orient the bevel upward with the magellan needle because of the safety shield position. The most likely root cause of the issue noted by the customer is inadequate bead blast on the heel of the bevel and/or user technique introducing the needle into the vial. Prior to a lot's release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, ground cannula are inspected for proper bead blast and electropolish at 7x under fluorescent lighting to ensure there are no sharp heels that can cause coring, and finished needles are visually inspected for damaged points. The lot met all defined acceptance requirements and was released. Recent process improvements were made at the manufacturing plant. No additional corrective or preventative actions are required.

Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a safety needle. The customer reported magella coughlan s/n had an issue with the 18g magellan safety needle while drawing up IV meropenem. She noticed a mirco rubber participle in the vial, after she had reconstituted with h2o. This fluid was not administrated. They believe it came from the needle while piercing the rubber on the vial.